Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pulse generator interrogation, the messages of ¿trend cleared because it was invalid¿ and ¿episode cleared because they were invalid¿ were seen. The last device interrogation was on (B)(6) 2016. The patient was stable throughout the interrogation.